Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: ref MFR report: 1627487-2014-05514. The pt has two, 3163 leads from the same lot. It was reported, the pt has never received effective coverage. Reprogramming attempts to provided resolution have been unsuccessful. In turn, the pt has chosen to undergo physical therapy.